Manufacturer narrative:
Info is unavailable; device was not returned for eval.

Event description:
Gia tape stapler with blue cartridge misfired with a large segment of the staple line without formed staples. No pt consequences reported. Gia is not a valid product code for ethicon endo-surgery products. Spoke with the risk mgr and he could not confirm that a ethicon endo-surgery product was used in the case. There was no lot or batch number available. The hosp uses both us surgical and ethicon endo-surgery products. However, he stated the device cut without stapling leaving a segment of the staple line open. He confirmed there was no adverse pt consequence.